Manufacturer narrative:
Device is a combination product. Updated batch/lot number.

Event description:
It was reported that plaque shift occurred and the patient died. Diagnostic angiography revealed a lesion in the right coronary artery, in the proximal part of the posterior descendant. The right artery had dominance since the anterior descending had total occlusion and also injury in the circumflex. The decision was made to treat the right artery injury. After a .014 non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x20 balloon catheter leaving 40% residual stenosis. A 20 x 2.50 promus premier drug-eluting stent was then advanced but failed to cross the lesion even after repeated pre-dilatations and several crossing attempts. Withdrawal difficulties occurred while removing the device and it was noted that the stent struts were damaged. A 2.25x20mm promus premier stent was then deployed successfully but minutes after, the patient began failing and a blockage was noted. The patient was then intubated and resuscitated 4 times until the pacemaker generator was available. The pacemaker was placed and the patient was transferred to intensive therapy but died hours later due to heart attack. No autopsy was performed. The physician concluded that plaque had shifted and embolized and since the right artery was the dominant artery, when it became occluded, nothing could be done.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that plaque shift occurred and the patient died. Diagnostic angiography revealed a lesion in the right coronary artery, in the proximal part of the posterior descendant. The right artery had dominance since the anterior descending had total occlusion and also injury in the circumflex. The decision was made to treat the right artery injury. After a .014 non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x20 balloon catheter leaving 40% residual stenosis. A 20 x 2.50 promus premier drug-eluting stent was then advanced but failed to cross the lesion even after repeated pre-dilatations and several crossing attempts. Withdrawal difficulties occurred while removing the device and it was noted that the stent struts were damaged. A 2.25x20mm promus premier stent was then deployed successfully but minutes after, the patient began failing and a blockage was noted. The patient was then intubated and resuscitated 4 times until the pacemaker generator was available. The pacemaker was placed and the patient was transferred to intensive therapy but died hours later due to heart attack. No autopsy was performed. The physician concluded that plaque had shifted and embolized and since the right artery was the dominant artery, when it became occluded, nothing could be done.